Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced burning sensation over the left lower back due to rapid weight loss of over 30-lbs. As a result, surgical intervention occurred wherein the ipg pocket site was relocated and the ipg was explanted and replaced to address the issue.